Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. No missing/damage battery contact spring noted. The insulin pump had cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 124 mg/dl. During troubleshooting, it was found that there was no spring in the battery compartment. Customer was advised that insulin pump would need to be replaced.